Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and pacing threshold measurement increase to over 2.8 volts (v). Furthermore, another observation of sensing less than 2 millivolts (mv) was also reported. There was no lead damage observed and the physician was able to reposition the lead with no difficulties. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.